Manufacturer narrative:
E.1. Zip code was filled in on the initial report submitted when the code should have been in the initial reporter postal code field. The code has been added to the initial reporter postal code field. G.1. Manufacturer site zip code was filled in on the initial report submitted when the code should of been in the manufacturer site postal code field. The code has been added to the manufacturer site postal code field. Investigation summary: the impella 5.5 device was returned. (Cut: no serial number was to be confirmed). Data logs were not available. High purge pressure: clinical details reported a high purge pressure alarm on (B)(6) 2025. There were no kinks noted in the purge line. Tissue plasminogen activator (tpa) was then added the purge, without changing the purge cassette. After 11 hours, the purge pressure had still not resolved. The pump was explanted on (B)(6) 2025. Data logs were not available for review. The product was returned with a cut in the catheter, and only the motor/cannula side was returned. There were no kinks noted in the length of the catheter returned. After soaking the pump, there were signs of biomaterial in the outflow cage/purge gap and around the impeller. A window was cut in the catheter just proximal to the motor housing, and there were no signs of blood ingress. Since the pump was returned cut, it could not be run to attempt to reproduce high purge pressure. Though the biomaterial on returned product could have been the cause, clinical details report tpa did not resolve the complication and data logs nor complete product were returned to rule out a kinked purge line. Since data logs were not available for investigation and product was returned cut, the cause of the high purge pressure could not be determined. Device history review: the pump passed all post-sterile inspection checks. H.6. Coding was updated to reflect investigation summary and findings.

Event description:
The complainant reported a patient in heart failure and cardiogenic shock was implanted with an impella 5.5 device for mechanical circulatory support. It was reported during use of the impella 5.5, the impella was observed to have high purge pressure and low purge flow following a red alarm on the automated impella controller for high purge pressure. Recommendations were to verify there were no kinks in the purge line, and then to add tissue plasminogen activator (tpa)to the purge solution. No kinks were observed and tpa was added to the purge solution, however this did not resolve the issues. It was then recommended to replace the pump, however the medical staff decided to keep the pump in place until the patient was able to be bridged to a durable left ventricle assist device (lvad) on (B)(6) 2025. There was no patient harm reported due to the high purge pressure malfunction. The impella 5.5 was successfully explanted and the patient was successfully placed on the lvad.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
D.9 updated as the pump was returned for investigation. H.6 updated investigation codes as the pump was returned for investigation. The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental report will be filed.